Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination, review of the information and photographs provided confirmed the reported allegation. The device was found cut by one of the condyles as a consequence of extraction and signs of wear on the bottom side of the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the surgery via tka. The surgery was completed successfully without any surgical delay. After the surgery, there was the possibility of metallosis due to micro-motion of the taper lock between femoral sleeve and femoral component. There was also the possibility of looseness due to metalosis. The revision surgery was done on an unknown date. The revision surgery was completed successfully without any surgical delay. The surgeon commented that it might be a loose taper lock.